Event description:
The customer reported that at the start of a donation, there was an alarm and a lot of air bubbles were noticed in the donor circuit. Air bubbles were seen near the needle on the inlet / return line, and air bubbles were also seen in the channel when unloading the set. The patient age, weight, and gender are unavailable at this time. This report is being filed due to a device malfunction that has the potential for serious injury or death.

Event description:
The customer declined to provide the donor's information. No medical intervention was required for this event.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. The run data file ( rdf) was analyzed for this event. The rdf indicates an issue at the beginning of the procedure with donor access. The system also detected the presence of fluid at the low level sensor before it should have been, suggesting the ac was spiked too early or there was fluid already in the set. There has been only one other reoccurrence of this alarm in the 37 procedures we have available so an issue with the equipment is not indicated. It is possible air may have been introduced to the system during the problematic donor venipuncture. The system did not reach a state after donor connection in which the return pump turned on in direction to the donor. At no point was anything returned to the donor. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: based on not finding any issues with the disposable set and the evaluation of the rdf, the air seen in the set is due to an issue with the venipuncture. Additionally, the non-recoverable alarm was generated due to the ac being spiked too soon or the set already having fluid in it. The trima accel system is designed to include monitoring of the volume of fluid in the reservoir. Thus, if the ac is spiked too soon, the level sensor in the reservoir will detect the fluid and generate a non-recoverable alarm for this situation. The device operated as intended and there was no risk to the donor due to the ac being spiked too soon.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. The disposable kit was received from the customer, except for the ac connection and product bags. The set was inspected for mis-assemblies but none could be found. The set contained an excessive amount of air bubbles in all of the lines of the inlet coil, the inlet line of the loop, and in the channel. The filter's vacuum was tested to see if it was pulling in air. The filter had a perfect vacuum and did not suck in air or leak. The following components were removed from the set and leak tested them in an attempt to find an area of the set in which air might be drawn: inlet coil - passed leak/pressure test. Loop assembly- passed leak/pressure test. Channel -passed leak/pressure test. Cassette (aps, cps, inlet pump, ac pump, return pump, platelet pump, plasma pump, and all other bonds into the cassette) - all passed leak/pressure test. Vent bag - passed leak/pressure test. The only other place in which air might be introduced into the set is at the connection of the set to the ac bag and the ac bag itself. These components were not returned for investigation. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.